Event description:
Patient reported the rubber on the check button has worn off and the button no longer works properly. Patient stated she can see the metal plate. Patient reported the button failure is intermittent. Patient stated the button has not worked for 3 months. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.